Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 104 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor also, received with bleeding lcd glass. The motor passed the motor test. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.